Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation assay result for a patient sample tested on a cobas 8000 c 702 module. The initial result was 56.1 u/l. The sample was diluted and the result was 6.7 u/l. The sample was tested neat and the result was 57.1 u/l.

Manufacturer narrative:
The field service engineer (fse) checked the instrument and found a split rinse tube and a blocked nozzle. The fse replaced the rinse tubing and maintained the nozzle. Afterwards, the performed qc confirmed acceptable results, and the instrument was functioning again as specified. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.